Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (h3 and h4). Power supply type vio-3 and power on time is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the damage of the cutting knife could be the following: 1)due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2)spark discharge occurred, and the part of the cutting knife became hot instantly. As a result, the strength of the cutting knife decreased. 3)during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps." "Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip." "Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A3: is a no toggle button, male was inadvertently selected. The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the cutting knife was broken near the distal cover, the fracture surface of the cutting knife was melted shape and there were no abnormalities in the insert portion or the other portion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that during therapeutic endoscopic submucosal dissection, two consecutive single use electrosurgical knife tip defects occurred when power was applied to the knives. The first knife got detached halfway through the procedure and fell into the patient¿s stomach. Hence another single use electrosurgical knife was used, and the tip of this knife broke in half at the end of the procedure and fell into the patient¿s stomach. The broken device pieces were quickly retrieved with the grasping forceps and the procedure was delayed by a few minutes. No additional anesthesia was required, and no diagnostic intervention was undertaken to investigate the fallen devices. The type and settings of the knife used are unknown. The procedure was completed with the third knife replaced. No health hazards and complications were reported. Was required. No diagnostic intervention was undertaken. No patient complications noted. The devices were inspected, and no abnormality was found. The event is described under 2 patient identifiers below for 2 single use electrosurgical knives tip defects that occurred during a single therapeutic endoscopic submucosal dissection. 1) related patient identifier # complaint # (B)(4); single use electrosurgical knife; model: kd-611l; serial # (B)(6). 2) related patient identifier # complaint # (B)(4); single use electrosurgical knife; model: kd-611l; serial # (B)(6) (this report for the first knife detached)